Manufacturer narrative:
Technician had the account unplug the tape switches and the bed started alarming. Technician asked the account to jumper to confirm system is working properly. No further information is available on the repair of the bed at this time.

Event description:
Account alleged that the bed exit is not alarming when weight is off of the bed. No injuries.